Event description:
It was reported that at 33,369 joules; 4:10 minutes the fiber was repeatedly blinking and would go into stand-by mode and exceed fiber life during the procedure. The fiber was exchanged and the procedure was completed. No injury reported.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the metal cap exhibits severe char; the glass cap exhibits severe devitrification at the output window; the outer flow tubing exhibits mild contamination, likely biologic. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.